Event description:
After a patient sample was run on the atellica im 1300 analyzer, resulting as >50,000 ng/l and >125,0000 ng/l, the customer manually diluted the sample and recognized that the patient details on the form/lis (laboratory information system) and sample label did not match. The patient sample results were not reported to the physician(s) and the customer entered in the lis that the patient needed to be redrawn for retesting. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
When an outside united states (ous) customer manually diluted a sample for high-sensitivity troponin I (tnih), they observed that the patient details on the form/lis (laboratory information system) and sample label did not match. The customer indicated that there were no delays in testing and reporting the result(s). There was no evidence of instrument malfunction; this incident was caused by a labeling mismatch between the sample label and lis, which was not identified as part of the preanalytical assessment prior to processing. The analyzer is operating as expected, and no further evaluation was required.